Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a low anterior resection (lar) procedure, when the surgeon placed lubricating jelly on his hand to use hals port it disintegrated as he reached into hand port. On the next occasion he took care when placing hand into port and the same thing happened. Another device was used to try again times two. In all three times the hand port disintegrated. The final device was used that didn't perish to complete procedure. There were no adverse consequences for the patient.